Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A patient reported five years following an intraocular lens (iol) implant procedure, he is required to wear glasses to see in the distance and a computer. He reported his visual acuity has deteriorated and needs extra light. At an appointment, the patient was diagnosed with secondary cataract. A yag procedure was performed. There are two manufacturer reports associated with these events. This report is for the left eye.